Event description:
Early this morning, a blanket warmer overheated (it was set to run at 160f). The blankets inside started to smolder and plant operations was called because of the odor. Apparently there was not enough smoke to trigger a smoke alarm. They removed power and then removed the warmer to an outdoor location to minimize the odor in the area. A plant operation's technician opened the door and the blankets flashed into flames. They quickly put out the flames and the fire department was not notified. The investigation into the cause of the fire leads us to believe that the blanket warmer was overfilled, thereby blocking the unit's temperature sensor. In talking with the manufacturer, we were informed that a new base was available for the unit. The new base reduces the likelihood of blankets overheating because it allows for extra distance between the bottom of the cabinet and the heating element. The manufacturer also recommended no more than 90 blankets be placed in the unit, and that the blankets should be rotated. Loading blankets at the top and removing from the bottom. This would allow the top blankets more time to warm and keep blankets on the bottom from drying out.